Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt experienced pain in the pump pocket that had increasingly gotten worse. The pt indicated, she thought the pump had flipped as she felt it move quite a bit as she was exiting the shower several days prior. The pt noted that her pump was moving in the pocket more usual. The pt reported that she did not suffer any trauma or falls and the pocket area was not swollen or red. The pt's last refill was (B) (6) 2009. Additional info has been requested, a f/u report will be submitted if additional info becomes available.